Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a dsv valve (#fv119t) was implanted on (B)(6) 2025. According to the complainant, the valve caused an overdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Event description:
It was reported that a dsv valve (#fv100t) was implanted on (B)(6) 2025. The complained product was now sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valves were determined. Permeability test, a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that dsv operates not within the permissible tolerance in the horizontal position but in the vertical position. An slower outflow of the dsv in the horizontal position could be determined. Internal inspection: after dismantling of the valve, deposits were found in the dsv. Results: according to the results of the investigation, a reduced outflow in the horizontal position of the dsv was detected. The visible deposits led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.